Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
During the operation, the captor valve was loose and the pt had an hemorrhage. To stop the issue they did close the pr very quickly. Update as per received form (B)(6) 2012 from the rep. After the releasing of the main body extension graft, the doctor removed the dilator in order to put a big tail catheter inside the introducer sheath, for the control angiogram, but the valve didn't work and there was a big blood loss from the valve. At this point the doctor tried to put also a 12f introducer in paralleled with the pig tail, inside the main body extension dilator sheath, in order to occlude as much as possible the valve, to reduce the blood loss, but without success. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.